Event description:
Patient with coronary heart disease, atrial fibrillation and severe heart failure had hm2 lvad placed for destination therapy approximately 3 years ago. He experienced pump thrombosis and underwent exchange the following year. Last fall he again experienced pump thrombosis and underwent a pump exchange with heartware hvad implant. He was admitted to the hospital for work-up of melena early this year. He then developed a precipitous drop in hemoglobin with associated hypovolemic shock approximately 4 days later. He was then noted to have left sided hemiparesis and evidence of large ischemic parietal as well as smaller occipital and cerebellar strokes on head CT on the following day. Strokes felt to be most consistent with pump thrombosis and embolism.